Event description:
A customer contacted global technical service (gts) to report a connection issue found on homechoice disposable cassette during use during fill 2 of 4. The home patient (hp) stated that the heater bag was not fully attached and disconnected. The hp wanted to start over with new supplies so the technical service representative (tsr) walked the hp through ending therapy procedure. No alarms sounded. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let them know what happened. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.